Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ICD was in back-up mode. The patient presented in the clinic to restore the device to pre-backup settings. The cause of backup mode was likely due to merlin transmitter being too far away from the patient's bed while sleeping. The patient now will move it closer. Also, a software update was loaded to reduce the risk of that happening again. The patient had no symptoms.